Manufacturer narrative:
Current information is insufficient to permit conclusions as the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown; brand name - unknown verso reverse shoulder; device info- unknown; date implanted - unknown; date explanted - unknown; initial reporter name - this article was written by ehud atoun, alexander van tongel, nir hous, ali narvani, jai relani, ruben abraham, and ofer levy. The 510k number - unknown. Manufacture date ¿ unknown. This event is being reported to the FDA on one medwatch as the limited information available indicates that revision procedures occurred; however, the identity of the products implanted and explanted are unknown. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Device locations unknown.

Event description:
Information was received based on review of a journal article titled, "reverse shoulder arthroplasty with a short metaphyseal humeral stem, which aimed to examine whether the use of short metaphyseal stem design in reverse shoulder prostheses preserves bone stock and minimizes stem related complications. The study consisted of 34 patients who were treated with metaphyseal short stems and biomet (B)(4) verso reverse shoulder prosthesis between 2005 and 2007. Of the 34 patients, 31 were available for follow up after 2 patients were lost to follow-up and 1 patient expired due to unrelated cancer. Twenty one of the patients were female and 10 were male between the ages of 58 and 93 years. Patient evaluations were performed at 3 months, 6 months, 9 months, 12 months and 24 months post-operatively and yearly thereafter. The journal article reports the following results: two (2) revisions due to dislocation and instability; two (2) intraoperative fractures of the humeral metaphysis during bone graft impaction one (1) glenoid rim fracture during preparation. One (1) post-operative stress fracture of the acromion that healed without treatment; one (1) glenoid fracture due to a fall that was treated conservatively; three (3) metaphyseal fractures due to falls all treated conservatively; one (1) revision due to metaphyseal fracture in which the patient was converted to a stemmed prosthesis. The authors of this study conclude the preliminary short-term clinical and radiographic results with metaphyseal short stem reversed shoulder prosthesis are promising. There was a low rate of complications and the most frequent complications were conservatively treated. Nevertheless, studies are needed to assess longer follow up.